Event description:
As reported to intromed from our customer (navilyst medical): during a vascular access for evlt, the tubing from the 4f x 10cm sheath broke off and migrated inside the patient. After the physician unsuccessfully tried to snare the tubing, the patient was sent to the emergency room at (B)(6) where the tubing was successfully snared from the patient's ventricle. There were no further complications from this event, but the patient was kept in the hospital for observation.

Manufacturer narrative:
As the original bulk non sterile contract MFR, intromed has no direct contact with the end user. Excluding specific info related to the original manufacture, contact, location, lot and code, the info included in this MDR record was provided by the intromed customer (navilyst medical). Eval and investigation summary: the device was returned by the customer for intromed eval and review. Images of the actual device are shown below. A review of the returned sample under magnification confirmed that the sheath tubing did not detach from the insert molded luer hub, but rather tore at a location approx 1.0 to 1.5 centimeters below the molded hub joint. Add'l detailed review of the failure location found that the tear appeared to have propagated from a nick or cut in the tubing (consistent with a cut that would be formed with a procedural scalpel) as indicated by the clean, straight cut edges traveling at an angle distally through approx one half of the sheath tube as shown in the above image. It also appears that a tensile force was applied that was significant enough to "stretch" the remaining wall section of the sheath tubing resulting in the reported tensile failure. It should be noted that this is the first and only occurrence of this type of nonconformance that has been reported to intromed. The root cause of a nick or cut in the sheath tube was further confirmed when intromed engineering was able to closely replicate the failure appearance and location by intentionally nicking the side of the tubing of a bench test sample at an angle using a blade similar to a scalpel that would be used during the introducer placement procedure. A similar "stretched" appearance was then generated by applying a tensile load to the sheath to the point of sheath separation. Add'l review, investigation, and inspection could not find any evidence that the nick/cut occurred as a result of the intromed mfg process or handling procedures.